Manufacturer narrative:
The device was returned to olympus. The sbc confirmed the reported issue. Furthermore, the sbc found the sheath to be leaking due to a damaged sealing ring. The sbc provided a detailed photo of the damaged insulation insert. Based on the information obtained, the reported issue is most likely attributable to wear and tear and wrong handling. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU states: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a resection sheath had a ceramic tip that fell. The reported problem was found during reprocessing. The intended procedure was electrourotomy. The facility finished the procedure with another one. There was no harm or user injury reported due to the event.